Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported foot retraction issue and difficulty to remove were confirmed due to the condition of the returned device. The investigation determined the reported foot retraction issue, difficulty to remove and patient effect appear to be related to operational context and the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional coronary procedure. Reportedly, there were no issues using the proglide through needle deployment. During removal, the footplate would not retract and became stuck in the anatomy. A cutdown was used to remove the device. Surgical suturing was used to repair the cut artery. Suturing and a patch were used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information was provided.